Manufacturer narrative:
A specific root cause could not be determined based on the provided information. A general reagent issue can most likely be excluded. Given the different setups of all assays, the antibodies used and the variances in reference methods, differences in values may occur when comparing assays from different vendors. For thyroid parameters, age,gender, and other characteristics are to be considered when analyzing measuring values.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received questionable results for three patient samples tested for thyrotropin (tsh), free triiodothyronine (ft3), and free thyroxine (ft4). Of the three samples, two had erroneous results for ft3 and tsh. It was asked, but the date of the event is not known. This medwatch will cover tsh. Refer to the medwatch with patient identifier (B)(6) for information referring to ft3. The sample was initially tested at the customer site on an e602 analyzer and then repeated on a centaur analyzer. During investigations, the patient sample was tested on an e module analyzer and an e411 analyzer. Refer to the attachment for the specific patient result values. It was asked, but it is unknown which patient results, if any, were reported outside of the laboratory. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The e602 analyzer serial number used at the customer site was asked for, but not provided. The e module analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 179690, with an expiration date of 06/30/2015. The e411 analyzer used for investigation purposes was serial number (B)(4). The tsh reagent lot number used on this analyzer was 180809, with an expiration date of 06/30/2015.